Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date d4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier fingerprint camera was not working properly. The field service engineer (fse) stated that the customer service center performed the upgrade from version 1.6 to version 1.8 at the site, and that the customer service center or the remote upgrade team installed updated drivers for the biometric identifiers to resolve the issue. The system functioned as intended after the customer service center troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the biometric fingerprint was not working. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the biometric fingerprint was not working. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.